Manufacturer narrative:
(B)(6). The device was serviced on-site by a field service technician. Visual inspection, power on self-test, and a review of the alarm log were performed. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The f-82 (no acknowledgment message from slave cpu for three communication trials) alarm was identified upon turning on the device and the review of the alarm log. The cause of the condition was determined to be a damaged cpu board. To correct the condition, the cpu board was replaced. The device was serviced to meet functional specification. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a flo-gard infusion pump had an f-82 alarm (no acknowledgment message from slave cpu for three communication trials). This occurred prior to use. There was no patient involvement. No additional information is available.